Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair, t2 of the firs fastfix flex curved used dislodged from needle without advancing the lever. The procedure was completed without delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed an anchor was detached from the needle and behind the meniscus in the arthroscopic view. The second image revealed the t1 anchor was detached from the needle. The actuator and actuator tip position can't be seen in the images. The final image confirms the reported batch number and product number. There was no relationship found between the device and the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair, t2 of the firs fastfix flex curved used dislodged from needle without advancing the lever. The procedure was completed without delay using a back-up device. No further complications were reported.